Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis implant user facility has reported that during treatment a blood leak occurred. Blood test strips were used, the leak was visually observed in the drain line and on the outside of the fibers and the machine alarmed. Estimated blood loss was less than 100cc's. Pt required no medical intervention. Sample has not been returned to the MFR.